Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2007. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient had a follow-up visit in (B)(6) 2007 and presented with erosion. The mesh was partially excised. The patient called the office on (B)(6) 2011, stating that the mesh had 'come off' and needed it repaired. The patient was referred to another doctor. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.